Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown cup, lot #unknown; item #unknown, unknown head, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, surgeon did not approve return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient underwent revision surgery due to pain and wear of device. Additional information was requested, however no information was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: device manufacture date is unknown as the lot number is unknown. The date previously reported was reported in error. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.